Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported that the unit will not pass the preoperative checkout, affecting mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment.  The drive gas check valve was replaced. No report of patient involvement.